Event description:
It was reported that patient experienced adhesive issue event on (B)(6) 2026 as infusion set tape was not sticking due to infusion set was dropped the pump and it pull the set off

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.